Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was initially reported as due to something the patient drank, then as something in the patient's drinking water, then as something the patient ate or drank on a recent trip but not sure, therefore, as no further clarification was provided, the cause of the peritonitis has been assessed as unknown. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was discharged from the hospital and then re-admitted again five days after onset date because the peritonitis was worsening. The patient received unknown antibiotics while hospitalized for the peritonitis event; route, dose, frequency, duration unknown. Eight days after being re-admitted, the patient's pd catheter was removed. On the same date, the patient was discharged from the hospital. On an unreported date, the patient was started on hemodialysis therapy. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.